Event description:
It was reported that customer had the concerns regarding sure-step temperature sensing indwelling foley catheters where these inconsistencies in temperature monitoring had been reported. A registered nurse stated that in the last year they had noticed around 10 instances where the temperature had been inaccurately measured after being in use for more than 24 hours . They also stated that these instances had happened spontaneously. Biomed was made aware some months ago and the cables were replaced. However, the inconsistencies in temperature continued with new cables . These incidences had been occurring in an intensive care burn unit and there was conversation about the heat of the room being a factor as well as the consistent wet dressings that are applied to patients.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a cascading failure of an event previously reported. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned for evaluation. A potential root cause for this failure could be due to "sensor wire too weak". It was unknown whether the device had met specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The lot number was unknown; therefore, the device history record could not be reviewed. The product catalog number and lot number for this device is unknown. Therefore, bard is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that customer had the concerns regarding sure-step temperature sensing indwelling foley catheters where these inconsistencies in temperature monitoring had been reported. A registered nurse stated that in the last year they had noticed around 10 instances where the temperature had been inaccurately measured after being in use for more than 24 hours . They also stated that these instances had happened spontaneously. Biomed was made aware some months ago and the cables were replaced. However, the inconsistencies in temperature continued with new cables . These incidences had been occurring in an intensive care burn unit and there was conversation about the heat of the room being a factor as well as the consistent wet dressings that are applied to patients.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that customer had the concerns regarding sure-step temperature sensing indwelling foley catheters where these inconsistencies in temperature monitoring had been reported. A registered nurse stated that in the last year they had noticed around 10 instances where the temperature had been inaccurately measured after being in use for more than 24 hours . They also stated that these instances had happened spontaneously. Biomed was made aware some months ago and the cables were replaced. However, the inconsistencies in temperature continued with new cables . These incidences had been occurring in an intensive care burn unit and there was conversation about the heat of the room being a factor as well as the consistent wet dressings that are applied to patients.